Event description:
The pt received her scs system on (B)(6) 2006. It was reported on (B)(6) 2008 that the pt had difficulty communicating with the ipg, and also she had experienced overstimulation sensations. The pt's ipg was explanted but not replaced on (B)(6) 2008. The explanted ipg was returned to the manufacturer for analysis. Follow up on the pt found no further issues reported. No further info is available.

Manufacturer narrative:
The device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. A retrospective review of the complaint record determined that ans misinterpreted the MDR regulations in this instance. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.